Event description:
The device was used during an unknown procedure. It was reported that the clips were not forming securely. A new device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Facility experienced an event with your ligaclip endoscopic multiple clip applier while performing a unknown. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #972622. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws yes, damaged jaws no, damaged cutter n/a, damaged feed bar no, damaged floor no damaged handle shrouds no, damaged other no, damaged tip shrouds no, damaged trigger no, damaged tube no, damaged weld seams no. Functional tests & results: antibackup functional yes, firing: feed conform yes, firing: form conform yes, jaws: hold clip yes, jaws: inside width at tips .176, lockout functional yes, numbe of clips fed and formed 15. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument cycled, fed and formed the remaining clips as designed. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure the clips feed and form proplery. Co strives to understand each incident as it occurs in order to continuously improve the products.